Event description:
The customer reported the device displays a speaker malfunction inop and no sound is coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported the device displays a speaker malfunction inop and no sound is coming from the device. The device was in use on a patient. There was no report of patient or user harm. Based on the information available and the testing conducted by the field service engineer the engineer was unable to replicate the reported problem. The reported problem was not confirmed and the device was confirmed to be operating per specifications and no failure was identified.